Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop infections. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to develop infections related to a CPAP device's sound abatement foam. The reported event of diagnosed with patient to develop infections was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. The patient was hospitalized in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging infections related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer allegation and there was no visible foam degradation.